Manufacturer narrative:
The service engineer inspected the device and found that the upper screen of graphical user interface (gui) is blinking. The service engineer opened the gui and reconnected all the connections. The ventilator passed all tests. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the there was no patient involvement at the time of the event.

Manufacturer narrative:
(B)(4)

Event description:
Information was received indicating that, an 840 ventilator had an inoperable graphical user interface (gui) display. Although requested, information regarding the intervention taken on the behalf of the patient has not been provided.